Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not been received yet. Upon the return of the product a supplemental report will be sent with the investigation results. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, this hemosphere foresight cable provided sto2 (tissue oximetry saturation) drifting values on one side of patient. The values drifted between 60 and 90 in one minute. The other side provide stable values. There was no allegation of patient injury. The device was available for evaluation.

Manufacturer narrative:
Updated: b5 (description of event), d9 (device availability), g6 (type of report), h3 (device evaluated by the manufacturer), h6 (component code, type of investigation, investigation findings, investigation conclusions). Added: h2 (type of follow-up). The device of this complaint was received by our technical service center for a full examination. The reported issue was unable to be confirmed. However, another issue was found: the spring clip was missing . No additional physical damage was observed on the returned device. Additionally, the device passed all functional tests according to internal procedures. Based on further engineering investigation, a definite root cause was unable to be established. The manufacturing records were reviewed and there is no indication of a related nonconformance; all process parameters were met, and inspections passed successfully. No further action is required at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, this hemosphere foresight cable provided sto2 (tissue oximetry saturation) drifting values on one side of patient. The values drifted between 60 and 90 in one minute. The other side provide stable values. No error message was displayed. The patient was not treated according to drifting values. There was no allegation of patient injury. Patient demographics were unable to be provided.